Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the power cord and resolved the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted thoracic sympathectomy surgical procedure, the power cord on the robot sparked and melted 6 inches from the plug. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if there was anything obvious that would have caused the issue and the customer said "no." The procedure was completed with no reported injury.